Event description:
It was reported that during a peripheral orbital atherectomy procedure, the csi orbital atherectomy device (oad) seized and became stuck in the vessel. The target lesion was a cto lesion that was 10cm in length, 95% stenotic and was located in the peroneal artery. There was an additional focal lesion located in the superficial femoral artery (sfa). The physician used a contralateral approach to access the lesions. The physician performed three runs at low speed in the distal sfa and popliteal artery for 20 seconds each run. The physician then advanced the device to the lesion in the proximal peroneal artery and performed one run at low speed for 20 seconds and one run at medium speed for 20 seconds. During the second run, the device stopped running. The physician attempted to re-start the device, but it would run for less than a second and then stop. The physician then tried to withdraw the device, but identified that it was stuck. An attempt was made to pull back on the device without success. Another attempt was made to re-start the device without success. The physician cut the driveshaft from the handle and removed the saline sheath from the patient, leaving the driveshaft inside the vessel. The physician then advanced a 4fr x 90cm sheath through a 6fr x 45cm sheath to attempt to use the 4fr sheath to remove the driveshaft, but was unsuccessful. A second attempt using a larger sheath (5fr) was made, but this too was unsuccessful. The physician then inflated a 3mm x 60cm balloon proximal to the crown to straighten out the vessel, and advanced the 5fr sheath over the balloon and driveshaft. The balloon and remainder of the driveshaft were then both successfully removed from the patient. A perforation was identified via angiography which the physician was able to successfully resolve using a 3mm balloon inflated for 3 minutes. The patient status remained stable throughout the procedure. Csi requested additional information, but the facility was unable to provide it due to hipaa policies.

Manufacturer narrative:
The oad was returned with the original guidewire engaged in the distal section of the driveshaft, which had been cut. The initial visual and tactile examination revealed that the driveshaft was overloaded at the lap weld extending distally 2.5cm. The driveshaft was also found to have been destructively cut just distal to the overload damage. The distal driveshaft section was elongated or stretched as a result of the removal attempts during the procedure. The handle assembly did not reveal any other damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was adhered to the driveshaft and crown. The driveshaft and crown were inspected and no damage was observed that would have contributed to the biological material accumulation. The initial visual examination of the exposed distal guidewire section revealed that the spring tip proximal solder bond was lodged within the driveshaft tip bushing. The distal end of the spring tip exhibited deformed spring tip coils and biological material on the spring tip. The spring tip and guidewire were removed distally from the driveshaft section with significant resistance. Examination of the remaining sections of the guidewire revealed a fractured proximal spring tip coil and numerous bends and kinks along the shaft. Further examination of the spring tip revealed damage consistent with having been spun over by the oad. The spring tip also exhibited damage consistent with having been pulled axially into the tip bushing. The guidewire spring tip and driveshaft tip bushing were sent for scanning electron microscope (sem) analysis. Sem analysis revealed flattened and smeared spring tip coils, which confirmed the observed damage. It should be noted that bench top testing was able to replicate the spring tip coil damage by spinning an in-house oad over an in-house guidewire spring tip at high speed. The damaged section of the driveshaft was removed to allow for functional testing. An in-house .014" test wire was loaded through the handle assembly and passed without resistance. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The root cause of the device becoming stuck on the guidewire was an accumulation of biological material on the oad driveshaft and guidewire spring tip. However, the oad and guidewire were within specification and no abnormalities were found that would have contributed to the tissue accumulation. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).